Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: kdr901j implantable pulse generator (ipg), (B)(6) 2005; 4951m-35 implantable pacing lead (B)(6) 1996. (B)(4).

Event description:
It was reported that during a device replacement, the coats of the ventricular lead cracked and the conductive wire became exposed. A repair kit was used and the coats were repaired. The procedure was then ended. At the completion of the procedure, there was no anomaly in acute phase data and the lead remains in use. No patient complications have been reported as a result of this event.